Manufacturer narrative:
The device was returned to olympus for inspection. Additional information: h3 and h6. The reported event of no image was displayed was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the no image was due to damage to the charge-coupled device unit cable; the image inspection test failed, so no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received by the customer.

Event description:
It was reported by the customer that during an examination, the broncho videoscope did not display an image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.